Manufacturer narrative:
The reported meter was returned and investigated. The meter was visually inspected, no issues were observed. Meter powered on upon "m" button depression. Did not observe "ER-4" message on meter's display upon "m" button depression. The complaint is not confirmed.

Manufacturer narrative:
The meter has been returned and an investigation is in process. A follow-up report will be filed once the investigation is completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on (B)(6) 2015, in the early morning, customer began to experience "sweating" and believed he was "about to pass out", but when he attempted to perform a test using his adc blood glucose meter he received an ER-4 message when pressing the m button. Caller further reported he became "nervous" because each time he tried to test he continued to get the error message. Customer self-treated by drinking orange juice and then was taken by his friend to a local healthcare facility. At the hospital a reading "over 183 mg/dl" was received on a hospital device and customer was diagnosed with hyperglycemia. Customer was treated with an intravenous infusion of unknown type, in addition to receiving an unspecified medication. Customer was discharged after approximately five hours. There was no report of death or permanent injury associated with this event.